Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of the broken grip cable to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip cable at the idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. The root cause of the broken - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site was also identified: the mega suturecut needle driver instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The root cause of the mechanical indentations/burrs on the instrument blades is typically attribute to the mishandling/misuse. No image or video clip for the reported event was submitted for review. A review of instrument log the mega suturecut needle driver instrument (part number# 471309-15/lot number # k10220404 0024) associated with this event has been performed. Per the review, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 via system sk5194. The alleged instrument had 1 use remaining after last procedural usage. This complaint is a reportable event due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. A search was performed, but no fragment was retrieved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument cable broke. The customer did not see anything falling but searched and nothing was visualized. No fragment was retrieved, but the customer reported that a fragment had fallen inside the patient. The procedure was completed with no reported injury. Follow-up attempts were made to request additional information related to the event. However, no further details have been received as of the date of this report.